Manufacturer narrative:
Patient information was unavailable from the site. A medtronic representative went to the site to test the equipment. The representative was unable to replicate the reported issue. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional.

Event description:
A medtronic representative reported that, while in a cranial resection, the surgeon observed a 15 millimeter imprecision. It was reported that the issue occurred in a pediatric procedure with a posterior entry and the patient was position on their side while the registration was performed on their face. Following the registration, the surgeon confirmed accuracy on the anterior points of the anatomy but not the posterior points. A burr hole was then planned in the application software, but when drilling, the 15 millimeter was observed. The burr hole was placed posterior and lateral to the midline while the imprecision was lateral. A screenshot of the imprecision and planned entry point were confirmed with a post-operative computed tomography (CT). There was a reported delay to the procedure of less than 1 hour due to this issue. There was no known impact on patient outcome.